Manufacturer narrative:
The exposed portion of the soft cannula was found to be kinked and stretched, however, the timing and cause of the damage could not be determined. During the investigation, the damage to the soft cannula did not prevent fluid from exiting the distal tip no signs of leakage were observed. The download data did not show any timeouts or drive stalls during the run that would indicate the device struggled to deliver insulin. No other damages or defects were observed that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18.4 mmol/l (331.2 mg/dl) while wearing the pod on the leg between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.